Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The s-curve height was measured within specification. No anomalies were observed during analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. X-ray imaging during the lead revision confirmed lv lead dislodgement. The physician suspects that the event was due to patient anatomy. The lv lead was explanted and replaced. The patient was stable.